Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances measuring above 200 ohms. Technical services (ts) was consulted and further in office review was recommended. No adverse patient effects were reported. This system remains in service.